Manufacturer narrative:
Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the obsidio conformable embolic device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that an additional device was required. Obsidio? Conformable embolic was used for a retroperitoneal bleed. During the procedure, an intercostal artery was accessed with a ren stc michelson catheter. Resistance was felt during obsidio delivery, and it was believed that 0.4 of obsidio was delivered to the intended target location before the catheter detached, spraying obsidio onto the sterile field. The procedure was subsequently completed with another syringe of obsidio. The procedure was prolonged; however, the patient had no complications and fully recovered.